Event description:
Information received indicated: in 2007, implant spinal cord stimulator trial leads. At about 85 days later, dorsal column stimulator implant. 0 days post implant of dorsal column stimulator. The patient bumped his battery pack 2 days ago; he was on plavix. He noted swelling over the last 2 days; no inflammation, fever, redness or erythema. Suspect a hematoma over the battery pack. Plan: wound prepped with alcohol and 25cc of bloody fluid removed from battery pack with 18c needle. Sent for gram stain and c & s. Compressive dressing placed over pump. The patient was prescribed keflex 250mg po qid and would be seen in the office in 3 days. Clinic note; the patient was seen in the ER over the weekend for swelling over the stimulator implant. He had bumped this while he was on plavix and they aspirated approximately 30cc of blood out of this. It was sent for culture and the cultures today were no growth. He was doing well. His stimulator was covering all of the areas that he had originally described and they would see them back on an as needed basis. At approx 17 days later, the unit was in his black. They thought the battery would hurt but it didn't. The one in the middle of the back is the one that hurt. The patient didn't think they had the lead in the right place. When they put it on his back before they implanted it, he felt so much more relief. After they put it in, it worked for a few days and then started hurting again. He had thrown all of his pain meds away, because he had felt so much better in the beginning. The patient appeared anxious, mood was down. Suicide risk assessment; the patient thinks about ending his life; would use guns or drugs. History of previous suicide ideation; son committed suicide 5-6 years ago using a gun. At aproximately 2 weeks later, patient called the physician to get the oxycodone dose increased.